Event description:
The customer observed positively biased quality control results processed using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt results were not reported while quality control was unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the positively biased quality control results were obtained following calibration of vitros phyt. Both the customer's vitros and non-vitros quality control fluids were affected. Additionally, vitros phbr had been calibrated at the same time and also demonstrated positively biased quality control results. The calibrator kit used for vitros phyt and phbr is a lyophilized material. Following re-calibration with an alternate calibrator kit, acceptable quality control performance was observed for both vitros phyt and phbr when processing vitros and non-vitros quality control fluids. The most likely root cause of the positively biased quality control fluids is user error related to improper calibrator kit reconstitution.